Manufacturer narrative:
Qc was within customer's specifications prior to and after the event. The specimen was collected in heparin tube and sampled from the primary tube. A field service engineer (fse) was dispatched to the customer's lab on 03/12/07. The fse had customer perform system check and accu tni precision testing which passed within specifications. The fse performed diagnostic testing which met specifications. The fse verified the instrument per established procedures. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single patient sample that was generated by the access 2 instrument. A patient sample was tested for accu tni and a result of 0.57ng/ml was obtained. The result was not reported out of the lab. The customer has the access 2 instrument set up to auto repeat on high accu tni results and the repeated result of 0.07ng/ml was reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.